Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the performa system within 10 minutes: 319 mg/dl, 140 mg/dl, and 149 mg/dl. No adverse event reported. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.